Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was implanted.

Event description:
As reported: "a plastic film was found to covering screws in the loan sets caddy which had to be removed prior to implantation. Surgeon decided to continue on with procedure no replacements were asked for or sort." Procedure was completed successfully with no adverse consequences or surgical delay reported.